Event description:
Pt admitted for burns had trach tube inserted. Inner cannula dislodged during care. Tube reinserted but pt developed subcutaneous emphysema. Anesthesia unable to reintubate. Pt expired.